Event description:
It was reported that the atrial lead exhibited high impedance and a loss of capture in both configurations due to a fracture. The lead was capped and replaced during a routine device change-out.